Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported a loose power port connector and a loss of power. The controller (con186986) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed 2 controller power up and motor starts on (B)(6) 2017 at 11:55:20 and 11:55:45. The power sources attached before the loss of power, which was recorded at 11:48:13, were bat213940 on power port 1 with 96% relative state of charge (rsoc) and bat218242 on power port 2 with 48% rsoc. The power sources attached after the loss of power were bat213939 on power port 1 with 97% rsoc and bat218242 on power port 2 with 46% rsoc. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced.  Failure analysis of the returned controller revealed that the device failed visual inspection due to a loose power port 1 with the o ring gasket displaced. Additionally, the device failed functional testing as the "no power" alarm failed to sound when both power sources were disconnected. This is an additional observation not related to the reported event. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that one of the cell's voltage level was below what was expected. As a result, the most likely root cause of the failure of the "no power" alarm can be attributed to a faulty internal nimh battery. Heartware has opened an internal investigation to address "no power" audible alarm failures. Of note, the controller was manufactured 10/2014. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that one power source connected prior to the loss of power was replaced.  Based on an investigation conducted, the most likely root cause of the reported loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's primary controller had a loose power connection. The event is associated with two vad stop incidents. The controller was exchanged successfully with no reported patient impact or consequences.

Manufacturer narrative:
Additional information confirmed that the patient did not use excessive force when connecting the power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.